Event description:
It was reported that an occlusion alarm occurred. Th customers blood glucose was around 360 mg/dl. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.